Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not beeping/alarming. Customer's blood glucose level was 7.6 mmol/l. The insulin pump did not beep during the tone test. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.